Event description:
The programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was found on analysis that the stylus tip position on touch screen had a small deviation and needed calibration. The bezel was damaged (considered acceptable cosmetic damage). The rear cover display was broken. The bullet assay was missing. The keyboard front latch and cover were broken. The keyboard hinge left and right were broken. The keyboard slide-rail left and right were broken. The handle was broken. The cord bay latches were broken. The cooling fan was noisy. The rubber feet lower case were worn. The upper case rf head was cracked. The company logo button was missing. The power cable was worn (but still functional). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.